Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic handpiece exhibited with total loss of phacoemulsification (phaco) power. The surgery was completed with an alternate handpiece without patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h,3, h,6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. An phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). An hp was received for testing on this investigation. A visual assessment of the returned sample found cable damage, connector discoloration, broken connector tether and strain relief damage. The handpiece was connected to a calibrated resistance test box, where the input and output impedance were found to be within specification. However, resistance and dissipation were found to be out of specification. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which could not completed due to a low current message was displayed. The cable jacket was stripped near the connector strain relief revealing broken/nonconforming wires however, how or when the wires broke remains inconclusive. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).